Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for hyperglycemia. No qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The patient's grandmother reported that her grandson was hospitalized for hyperglycemia. The grandparents were taking care of him, as his parents were away. Prior to activating a pod at 8:56 am, on (B)(6), his blood glucose results that morning ranged from 25.7 to 26.1 mmol/l (463 to 470 mg/dl), with 2 boluses totaling 3.03 units. At 9:03 am, it was 22.7 mmol/l (409 mg/dl), and he took a 1.45 unit bolus and ate 33g carbohydrate. At 10:34 am, it was 21.9 mmol/l (395 mg/dl). At 11:27 am, it was 17.6 mmol/l (317 mg/dl). His results ranged from 11.9 to 21.2 mmol/l (214 to 382 mg/dl) that afternoon and evening, and he took 6 boluses totaling 5.8 units and consumed 90g carbohydrate. He woke up in the morning not feeling well. After eating, he was taken to sick children's hospital with vomiting and ketones of 5. He was given 2 units of insulin manually, followed by another 1.0 unit, and was brought down to the emergency room and admitted into triage at 11:30 am. His ketones were still at 5, and he was given an intravenous drip. The grandparents were advised to administer a bolus with the pdm and waited about 2 hours while blood work was done. After several hours' monitoring, he was released at about 8:00 pm. At 9:00 pm, his blood glucose was 11.9 mmol/l (214 mg/dl). He ate 26g carbohydrate and bolused 2.20 units. The pod was discarded and will not be returned.